Manufacturer narrative:
(B)(4). The date of the event onset was reported as reported as an unknown date in either (B)(6) 2016. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The patient was hospitalized for bacterial peritonitis. The cause of the event, treatment details, and the patient¿s recovery status were not reported. At the time of this event, dianeal therapy remained ongoing. No additional information is available.